Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per home monitoring, lv impedance is out of range. In office check on (B)(6) 2019 confirmed out of range impedance and noise on the lv lead, as well as loss of capture. Complaint was called in by a clinician on (B)(6) 2019. Lead remains implanted at this time. Should additional information become available, this file will be updated.